Manufacturer narrative:
The returned device was evaluated. External visual inspection showed cracks on the device and corrosion on the battery contacts. The device was able to power on using lab stock batteries, while powered on the device was able to obtain measurements and alarmed correctly under alarm conditions. Due to corrosion on the battery contacts the device would turn on intermittently at first. Internal inspection showed corrosion on the battery contacts and the transient voltage suppression diode d18 chip had detached from the technology board. A service history record review reveals that this unit was in the field for over two (2) years with no previously confirmed issues related to this reported event.

Event description:
The customer reported rad-5 device is intermittently working and there is damage on the device. No patient impact or consequences were reported.